Event description:
Davinci robot was in the corner in the or and machine was plugged in preparation for the case and the machine made a noise and then smoke came out of the machine. The machine was unplugged and removed from the surgical suite. No harm occurred to anyone. The MFR rep was on site for the case and pulled the battery from the machine. This is an upgraded machine. The lot number supplied is from the upgrade.